Event description:
It was reported that (1) device was used during a right videoscopic thoracotomy. It was reported by the affiliate that prior to 3rd firing of the ez45b, the instrument was moved to a different trocar port for better positioning. Upon removal from trocar port, the cartridge fell out of the anvil and into the chest cavity. The surgeon was able to remove the cartridge from the pt. The case was extended 10-15 minutes.